Event description:
Per affiliate a customer was hospitalized around lunchtime with low bgs. Md stated that the programming was correct. However the next day around lunchtime again the customer was hospitalized with low bgs. No report this time from md. No other info is available at this time.